Manufacturer narrative:
Acclarent followed up on this report to gather add'l info. The surgeon stated that the acclarent devices performed without problem. He believed that the balloon dilation may have caused a microfracture in the bone around the orbit causing the vortex 2 catheter to track into the fracture or causing the irrigation fluid to seep into dehiscence and into the orbit. The subject device of this report was not returned for eval, and its whereabouts are unk. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.

Event description:
Acclarent was notified on (B)(6) 2012 of an event that occurred on (B)(6) 2012 during a sinus surgical case when acclarent balloon dilation technology were used. An acclarent spin device was used to dilate the maxillary sinus twice at 12 atm. After the dilation, the surgical assistant noted difficulty infusing saline using acclarent vortex 2 catheter. There was resistance and the right eye was noted to swell. The pt was given lasix to reduce fluid accumulation, the eye massaged and a lateral canthotomy performed to relieve eye pressure. Eye swelling resolved immediately. Vision was normal with no loss of vision or double vision. The pt was discharged and was seen by an ophthalmologist with no sequelae.